Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that "around the time the hickman line was changed, the smiths medical cadd ambulatory infusion pump started beeping." It was reported that when the smiths medical cadd extension set was changed, the pump stopped beeping. The reporter indicated that the line looked "more opaque than usual." No adverse patient effects were reported. Please reference 3012307300-2019-06368 for smiths medical cadd extension set.